Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during investigation, a review of the pump¿s history showed there was no evidence of a load step malfunction and no evidence of any prime issue. The rewind, load, and prime steps were performed with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The load step was run successfully during testing. The force sensor calibration was found to be within specifications. The pump was opened and no defect was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. A test display was used for investigation and was found to function appropriately. Additionally, the bolus button was observed to be missing. There was no corrosion on bolus button contact and no corrosion inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient alleged the pump may have dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.